Event description:
It was reported that during a non-tortuous, moderately calcified first diagonal artery stenting procedure, the xience v rx stent delivery system became stuck on the .014 non-abbott pressure wire. The wire and stent delivery system were removed as one unit. There was no adverse patient sequela and no clinically significant delay in procedure. A non-abbott wire was advanced into the artery and a 3.0x15mm xience v stent was implanted in the first diagonal artery without issue. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The resistance between the stent delivery system and guide wire was confirmed. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.